Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low reading on the adc device. The customer experienced dizziness and headaches and were unable to self-treat. As a result, they were seen by a healthcare professional where lab, and EKG, and unspecified readings were taken on their meter. Treatment of sugar as well as humulin ru-500 insulin were then administered. There was no report of death, serious injury, or mistreatment associated with this event."

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.